Manufacturer narrative:
Continuation of d10: product ID neu_unknown_lead, implanted:(B)(6) 1996, product type: lead. Section d information references the main component of the system. Other relevant device(s) are: product ID: neu_unknown_lead. D10: only the implant year is valid. G2: netherlands h6 codes belong to the lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient received a new inceptiv battery during a revision surgery. The patient still had their old leads/extensions from 1996 and in addition the patient also had a pocket adapter. Prior to the revision, the patient had a restore battery that indicated 1 contact with high impedances. However, during the revision, all contacts showed high impedances. Each of the connections were verified, but the impedances remained high for all contacts. After surgery the patient was seen again, however, the impedance issue remained. The patient was not receiving any stimulation benefit, although they were able to increase stimulation on the clinician programmer up to 11ma without getting any error message. Additional information received confirmed that the ins was replaced due to normal battery depletion. Before the ins replacement, only contact 0 had high impedances, the other were within range. After ins replacement, all contacts were > 40,000 ohms. The cause of the high impedances was not determined. The patient will be scheduled to see if a revision is possible, this was not planned yet.